Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("coil device perforated through the left cornu") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, breast prosthesis implantation, cesarean section, hsv infection, pelvic pain female, dysmenorrhea, gallstones, migraine and parity 3. Previously administered products included: oxycodone and peri-colace [casanthranol;docusate sodium]. On (B)(6) 2023,, she experienced uterine perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.184 kg/sqm. [Computerised tomogram] on (B)(6) 2023: she had a CT scan in this emergency room and it was then identified that the essure device or a portion of these her device is still present in her left tube [pathology test] on (B)(6) 2023: surgical pathology final report diagnosis: uterus, cervix, bilateral fallopian tubes, resection: - cervix without significant histologic abnormality. - secretory endometrium. No atypical hyperplasia or malignancy. - focal perforation through left cornu with metallic coil device. - left fallopian tube without significant histologic abnormality. - right fallopian tube with paratubal cyst. Specimen source: uterus, cervix, bilateral tubes. Clinical information: pelvic pain; bleeding; piece of essure perforating through uterus gross description: the serosa is purple-tan, smooth and glistening with a 0.5 x 0.1 cm metallic coil device perforated through the left cornu. [Ultrasound pelvis] on (B)(6) 2023: us pelvic [non ob] complete reason for exam (us pelvic [non ob] complete with transvaginal) iud malposition findings: uterus: size: 10.1cm x 5.9cm x 7cm cm. Anteverted. Endometrial complex: 1.1 cm in thickness. Within normal limits for patient's menstrual cycle. Myometrium: homogeneous. Mass: none. A 9 mm foreign body within the left uterine horn. Impression: 1. A 9 mm foreign body noted within the left uterine horn. This can potentially represent an essure device versus other intrauterine device. Pelvic x-ray can be obtained as an adjunct to better evaluate the foreign body. 2. Otherwise, unremarkable uterus and ovaries.; on (B)(6) 2023: the ultrasound is normal other than the fact that the essure devices were noted bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("coil device perforated through the left cornu") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, breast prosthesis implantation, cesarean section, hsv infection, pelvic pain female, dysmenorrhea, gallstones, migraine and parity 3. Previously administered products included: oxycodone and colace. On (B)(6) 2023,, she experienced uterine perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.184 kg/sqm. [Computerised tomogram] on (B)(6) 2023: she had a CT scan in this emergency room and it was then identified that the essure device or a portion of these her device is still present in her left tube [pathology test] on (B)(6) 2023: surgical pathology final report diagnosis: uterus, cervix, bilateral fallopian tubes, resection: - cervix without significant histologic abnormality. - secretory endometrium. No atypical hyperplasia or malignancy. - focal perforation through left cornu with metallic coil device. - left fallopian tube without significant histologic abnormality. - right fallopian tube with paratubal cyst. Specimen source: uterus, cervix, bilateral tubes. Clinical information: pelvic pain; bleeding; piece of essure perforating through uterus gross description: the serosa is purple-tan, smooth and glistening with a 0.5 x 0.1 cm metallic coil device perforated through the left cornu. [Ultrasound pelvis] on (B)(6) 2023: us pelvic [non ob] complete reason for exam (us pelvic [non ob] complete with transvaginal) iud malposition findings: uterus: size: 10.1cm x 5.9cm x 7cm cm. Anteverted. Endometrial complex: 1.1 cm in thickness. Within normal limits for patient's menstrual cycle. Myometrium: homogeneous. Mass: none. A 9 mm foreign body within the left uterine horn. Impression: 1. A 9 mm foreign body noted within the left uterine horn. This can potentially represent an essure device versus other intrauterine device. Pelvic x-ray can be obtained as an adjunct to better evaluate the foreign body. 2. Otherwise, unremarkable uterus and ovaries.; on (B)(6) 2023: the ultrasound is normal other than the fact that the essure devices were noted bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.